Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra had missing result issues. The complaint was classified based on the customer care advocate (cca) documentation the cca was advised by the patient that the issue occurred on (B)(6) 2016. The patient stated they manage their diabetes with oral medication. The patient confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient claims they developed symptoms of sweating 7 days after the product issue. The patient alleged hcp treatment, during a doctor office visit the patient on was allegedly treated with "glifasio 500mg ". The patient alleged having there blood glucose taken using a ER/hospital meter with a result of "200mg/dl" at the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and also confirmed there was no misuse of the product. The cca walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment after the alleged product issue began.